Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377760, lot# v008252, implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an infection located on most of the body and around the ins pocket. The patient¿s entire system was to be explanted on (B)(6) 2017. No further complications were anticipated.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 377760, lot# v008252, implanted:(B)(6) 2006, explanted: (B)(6) 2017, product type lead. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: extension.